Event description:
It was reported that during routine generator exchange that high capture thresholds, high pacing impedance, and insulation damage. The physician elected to adhere the suture sleeve to where the insulation was damaged. The patient condition was stable.